Manufacturer narrative:
S&r not aware of heating issue on the device, thus a pre-repair temperature test was not conducted. No fault found with the unit. Item was repaired cleaned and tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider. It was reported that the device was broken. There was no patient impact. On follow-up it was reported that the device had heating issue.